Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the stem. **update** 01/30/2012 - litigation papers were received. Litigation alleges toxic amounts of cobalt and chromium were making their way into the patients hip joint, into his blood stream and circulating around his body. It is further alleged the patients physician noted that the acetabular component was easily removed during the revision and found to be loose.

Manufacturer narrative:
(B)(4).

Event description:
Update ad (B)(6)2018: (B)(4)has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. Ppf has no new allegation. Added date of birth, lawyer, facility name and revision hospital. Updated doi, product details of head, liner, cup and stem.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.